Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and it was observed that the outer shaft was damaged 29cm from the tip of the catheter. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2017-00790. It was reported that an error message displayed during aspiration. Two angiojet® solent¿ omni catheters were selected for a thrombectomy procedure in the left superficial femoral artery. The first catheter was primed successfully. Aspiration was initiated inside the body. However after a few seconds, a leak was observed at the pump and an error message to replace catheter displayed. Another angiojet® solent¿ omni catheter was selected; however the same issue occurred. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.